Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected new battery. The customer also state that when priming insulin it seems to fill faster than it used to and pump makes more noise when rewinding. The customer blood glucose level was unknown at the time of incident. The insulin pump will not be return for analysis.